Event description:
The line was placed in 2006. The next day, the complainant received a call indicating the catheter broke just below the bifurcation. The line was removed without incident.

Manufacturer narrative:
The sample has been returned to the MFR and is currently being evaluated. Results are expected soon.